Manufacturer narrative:
(B)(4).

Event description:
Patient's sister contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient's sister did not report injury or medical intervention.